Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, infection, pain, swelling, inflammation (2024_1794, 2024_1795 and 2024_1796 are same patient)